Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 15-oct-2022, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had thoracic cord compression from the surgical scs lead. The patient had been experiencing discomfort and weakness. Patient to have surgery in approximately 2-3 weeks to have device removed. No further complications were reported/anticipated.